Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system slowness. A technical support specialist troubleshot the device and dialed into the station, verified system performance, synchronization status, and logs, and found no errors or delays. Time stamps matched, and no new patient issues were reported. The case was monitored and confirmed good to close. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was very slow in adding patients during the "flowing over" process. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was very slow in adding patients during the "flowing over" process. This performance issue caused a delay in patient care, as reported by the customer. Delay in patient care due to system slowness. No adverse events or injuries were reported in relation to this incident.